Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22056288. Medical device expiration date: 28-may-2025. Device manufacture date: 27-may-2022. Medical device lot #: 23015346. Medical device expiration date: 16-jan-2026. Device manufacture date: 13-jan-2023. Medical device lot #: 23015495. Medical device expiration date: 18-jan-2026. Device manufacture date: 18-jan-2023.

Event description:
It was reported that 3 bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: set is not priming past the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023 . H6: investigation summary 42 samples model 2202-0007 (33 samples lot 23015346 and nine samples lot 23015495) were returned for investigation. The received sets contained lipid solution which was left in the sets to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Some kinks were found in the tubing sets and massaged out as needed. No other defects or abnormalities were observed. Sets were flushed with water and then primed with a 85% glycerin/ 15% water solution. All 42 samples were successfully primed. The customer complaint that the sets were unable to prime was unable to be replicated. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 2202-0007 lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 23015346 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 23015495 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 3 bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: set is not priming past the filter.